Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and reservoir goes in came off. Customer¿s blood glucose level was 300 mg/dl but not right now and it did come down. Customer declined to troubleshoot for high blood level. Customer stated that plastic piece where the reservoir goes in came off and last night he suspended on low and it wouldn't let her resume basal and would let her. Customer was assisted troubleshoot for bumped/dropped/cosmetic damage. Customer states the pump has cosmetic damage. Customer states reservoir compartment keeps coming out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing retainer tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window, missing serial number label and keypad overlay texture damage. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted.